Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phacoemulsification handpiece did not release energy into the eye. Additional information has been requested, the customer has indicated they are unable to provide further details. Additional information is not expected.